Event description:
It was reported that the user, recently off therapy following hip surgery, experienced an ilet therapy stop with an alert to connect cgm or switch therapy when the dexcom g6 failed to pair due to entry of an incorrect transmitter serial number, which resulted in cgm not paired and dosing suspended while the dexcom g6 app displayed a glucose of 355 mg/dl. Symptoms included hyperglycemia. Outcomes included an interruption of automated insulin dosing that required user troubleshooting and education. Investigation included customer support guidance to toggle cgm type between g6 and g7 and re-enter the correct g6 sensor code and transmitter serial number, along with education on pairing. Investigation of this case revealed that the ilet did not receive cgm data because of user input error of the transmitter serial number, which led to suspension of automated dosing functionality. It was concluded, based on previously established findings for similar reports, that user setup error during cgm pairing was the cause.